Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30593254l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During a right ventricular outflow tract (rvot) pvc procedure, while mapping using stsf, the patient¿s blood pressure decreased. A pericardial effusion was confirmed by echocardiography. Drainage was performed immediately, and the blood pressure became stable with drainage. The physician commented that when the stsf was raised at the rvot, strong contact was sometimes observed, but ¿it did not feel discomfort with the catheter itself¿. ¿over without ablation¿. Additional information was received on 20-dec-2021. It was reported that the physician stated that the causality between the biosense webster, inc. (Bwi) product and cardiac tamponade was unknown. He also commented that he did not feel uncomfortable with the catheter itself, although he sometimes found a stronger contact force when manipulating the stsf at the rvot. The patient outcome of the adverse event was reported as improved. The patient's blood pressure was stabilized by drainage and the pericardial effusion disappeared. It was not reported if extended hospitalization was required. The procedure was ablation for rvot to treat pvc; therefore, a transseptal puncture was not performed. There was no evidence of a steam pop. It was not reported that inappropriate use was conducted outside of the instructions for use (IFU) regarding irrigated catheter settings, catheter settings on the generator, and the pump. It was not reported that there was any error message observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.